Event description:
The customer reported that the device experienced errors 20 and 40 (defib failure ¿ charging circuits) when an energy level above 100 joules was used. There was no reported patient involvement.